Manufacturer narrative:
The system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The company representative replaced the bag pressure sensor (bps) and active irrigation (ai). The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the system locked. Additional information has been requested but not received to date.

Manufacturer narrative:
.